Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of an overdelivery. The device was programmed to deliver 250ml or blood at a rate of 125ml/hr on the secondary line. No programming parameters were provided for the primary line. Approximately one hour after the infusion was initiated, the nurse returned to the patient's room and found the secondary infusion was complete and the primary line was infusing. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing by the user facility, they were unable to duplicate the complaint of an overdelivery. Though requested, no additional information was provided.